Event description:
The patient was due for a refill on (B)(6) 2013, but the pump was not refilled and had been empty for 5 days per reporter. It was added that the patient was currently admitted to a hospital ER (emergency room) in withdrawal with symptoms of urticaria, pruritus/itching and ¿a lot of thrush¿ on the skin. Drug delivered via the device was baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).